Event description:
Patient was on nitroglycerin drip to keep his systolic blood pressure under 130 mm hg. The rn was titrating the drip to a higher rate and when checking the tubing found an occlusion in the line. There was no alarm that sounded.biomed assessment: this point of care unit (pcu) and large volume pump (lvp) functioned properly when tested. There were no errors in the error logs of either device. The biomed technician tested the occlusion alarm function by running a simulated infusion at 5 ml/hr. The pump alarmed within 2 minutes and 15 seconds, and it was repeatable. There was no indication that the pcu or lvp malfunctioned.returned to service.no patient harm.